Manufacturer narrative:
Device evaluation: visual analysis of the photos identified an opening on posterior, red particles in the shell and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.3., b.5., d.1., d.4., d.6., d.7., h.6., h.10. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported capsular contracture, baker grade iii. The device was explanted. Left side. Additional information from the physician confirmed that the event of gel bleed is not occurring.

Manufacturer narrative:
Patient year of birth (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Regulatory agency reported pronounced silicone bleeding for left side. The status of the device is unknown.